Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x port isp m.r.I. Post procedure, on (B)(6) 2026, the u catheter in the neck allegedly got leaked. The procedure was completed by replacing with another device. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation. Two videos were provided for review. The first video shows partial view of clinician holding the syringe in which non coring needle was attached. Then clinician infusing and aspirating fluid through the non coring needle into the implanted port. The second video shows partial view of clinician holding the syringe in which non coring needle was attached, and it was inserted in the implanted port body. Then the clinician was pointing out the catheter flow path in patient body. However, the reported issue cannot be verified as the port was completely implanted inside the patient and no visual leaks were observed. Therefore, the investigation is inconclusive for reported fluid leak issue as the provided videos was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x port isp m.r.I. Post procedure, on (B)(6) 2026, the u catheter in the neck allegedly got leaked. The procedure was completed by replacing with another device. The current status of the patient is unknown.